Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went to the hospital for an issue unrelated to the device, and upon performing testing it was determined that the patient had a uti, and they were put on antibiotics. The patient was catheterized amd released a lot of urine. The patient told the caller than they were not feeling stimulation. Technical services walked the caller through using the programmer and it was discovered that the therapy had been turned off and it was unknown how long it had been off. The caller turned the therapy on and increased to 0.95 where the patient could feel it. The patient has had the bladder stimulator since back surgery. They changed batteries and were not feeling stim, it was not working at all. The patient was noted to be peeing a lot. No further complications were reported.